Manufacturer narrative:
Device expiration date: unknown. (B)(6). Investigation summary: section 5a, b and c are not applicable as no samples were returned for evaluation. The complaint is unconfirmed as no photo / sample received. Investigation conclusion: the complaint is unconfirmed as no photo / sample received. Root cause description: a review of past 12 months quality notification was performed and no quality notification was raised on the reported defect of foreign matter. The reported defect of foreign matter cannot be confirmed as no photos and/or samples were returned for evaluation. Therefore, root cause could not be determined. The complaint will be re-opened and re-investigated if the sample is returned. Rationale: photos and/or samples were not returned for investigation. The complaint will continue to be tracked and monitored.

Event description:
It was reported that the bd arterial cannula with bd flowswitch¿ experienced foreign matter contamination at the sip of the cannula.